Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was unknown. On an unreported date in (B)(6) 2011, the patient began remedial treatment with reflin (1gm, ip, daily) and fortum (1gm, ip, daily). It was unknown if the event of peritonitis had resolved. Dianeal pd2 ultrabag therapy was ongoing. Concomitant medications were not reported. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.